Event description:
The allevyn adhesive dressings 3x3 seems to have significant adhesive on the center foam padding that is against the wound. When the dressing is removed it is removing the granulating tissue.